Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that an unspecified number of pump modules had air in line issues, however the issue could not be duplicated. This was reported to manufacturer representative during site visit. There was no information on patient involvement.